Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message upon scanning the adc freestyle libre 2 sensor on the 4th day of wear and was therefore unable to obtain any glucose readings. The customer experienced unspecified symptoms of hypoglycemia, seizure, and was provided with juice and glucose tablet by her husband. Additionally, the customer called her doctor who prescribed her oral glucose tablets. There was no report of death or permanent injury associated with this event.